Event description:
N/a.

Manufacturer narrative:
The microsensor (ID (B)(6)) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Correction report to include investigation findings and conclusion codes (h6)

Event description:
N/a.

Event description:
A facility reported a microsensor (B)(4) showed no readings. The event occurred during the procedure after the microsensor was implanted into the patient and before implantation site closure. The procedure was completed with a replacement product available. Icp monitor (B)(4) and cable (B)(4) were used. No patient adverse consequences however, a 20-minute delay was noted.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.